Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01173.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2019-01173. It was reported that the patient was not receiving adequate therapy. As a result, the patient's scs system was explanted.